Manufacturer narrative:
The insulin pump was received with completely scratched, cracked and bleeding display window glass. Unit had broken belt clip slot, reservoir tube lip and battery tube threads. Unable to perform any functional testing due to cracked and bleeding display window glass.

Event description:
Customer's daughter reported that the customer was in a car accident and was hospitalized due to injuries and high blood glucose. Customer's blood glucose reading at the time of hospitalization was 579 mg/dl. Caller stated that the customer was driving at the time of the accident. Caller also stated that the customer's insulin pump has a lot of cracks. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.